Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in the line), which occurred on the home choice (hc) during an unknown cycle. The home patient (hp) had the machine turned off. The technical service representative (tsr) had the hp turn on the machine, the hc went to press go to start. The tsr had the hp check the alarm log and found that a system error 2367 occurred and a system error 2267. The tsr explained the alarms and the possible causes; the hp did not know what cycle they were in when the alarm occurred. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error (se) 2267 (air in set) was not confirmed. The cause was undetermined.